Event description:
During a ptca procedure, the physician overinflated the ptca balloon which resulted in vessel dissection. The vessel was then stented. The physician believes the inflation device contributed to the dissection because it indicated incorrect inflation pressure. The pt experienced no adverse sequelae as a result of this incident. The device involved in the incident was returned and analyzed. Analysis revealed that the device could potentially malfunction as described if two failures occurred at the same time. A single mode failure would not cause the problem. The device has been in commercial distribution since 1989 and this is the first reported incident with this type of a potential malfunction.